Manufacturer narrative:
The returned device was evaluated and the investigation of the device found a leak on the exposed portion of the soft cannula. Fluid was observed flowing out of a small external tear, diverting the fluid from following its intended path. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. No other damages or defects were observed with the device that could affect insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Additionally, the adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be determined.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 439 mg/dl.